Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the aesthetic abutment is sent to the processing plant, and the processing plant feedback that the screws are stuck in the abutment and cannot be separated.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) zoa453s (abut contour 4.5x5.5 3 mm cuff) for evaluation. Visual inspection was performed. Returned abutment shows signs of wear and use. Abutment and screw were returned to the lab already disengaged. DHR review was completed for the subject lot number 2021041080. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021041080 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was likely user caused. However, during assessment, no problem was found with the returned abutment and screw. Therefore, based on the available information, a device malfunction has not occurred. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie did not receive one (1) zoa453s (abut contour 4.5x5.5 3 mm cuff) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2021041080. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021041080 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿ dental : functional : does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev 6, the most likely root cause determined from the investigation was likely user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.